Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The customer woke up in the night and noticed blood coming from the pod site. They decided to remove the pod and to go back to sleep without applying a new one. The patient's blood glucose levels reached 18 mmol/l (324 mg/dl) and they began vomiting. The patient called an ambulance and went to the hospital. The patient was given a salt broth while at the hospital but no medication or diagnosis. The patient was released after 4 days. Additionally, the patient reports taking clopidogrel (anticoagulant) and cardiospirin (both prescribed to prevent strokes) and was told by hcp that probably all these events where due to this medication. This is case 2 of 2.